Manufacturer narrative:
A lot history review reveals a single mfg related issue requiring a post cure of 100% of this lot with acceptable burst test results; one similar complaint from the same source is pending evaluation. Twelve power magnification shows no associated damage in the tubing outer diameter. No leaks are noted when the distal tip of the tubing is occluded and the lumen is pressurized hydraulically to sustained pressures greater than 25 psi. Microscopic examination of the valve shows no defect or deformity and the valve walls responding appropriately to finger pressure with no over-lapping of the valve edges. Disassembly of the two-piece connector reveals a small amount of dried blood residue on the proximal and distal connector fittings, however, no damage or defect is noted. The silicone compression ring and catheter are seated firmly within the distal connector piece lumen. Efforst to pull the catheter free of the connector are unsuccessful. The complaint of leaking from the exit site is unconfirmed. The complaint could not be replicated in the laboratory setting. No penetrating damage could be found the tubing and no leaks could be produced during functional testing. Fibrin sheaths can form over a catheter's opening. Encapsulating the catheter. This results in solutions administered through the catheter exiting the valve(s) and traveling back up the catheter through the capsule created by the fibrin sheath. As a result, leakage from the exit site may be perceived by the user as a defect or damage to the catheter. Firbrin sheaths may be dissolved using available hemolytic medications.

Event description:
Catheter leakage at exit site. Catheter had been in place approx. 20 days.